Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via a stored electrogram which evidenced the patient¿s device was far field p-wave oversensing on the ventricular lead. The patient did not receive therapy during this time period. Programming changes were discussed. No further information was available.

Event description:
New information noted that programming changes were made but the oversensing continued so additional minor programming changes were anticipated and, further, the patient has been stable throughout.